Event description:
It was reported that pump displayed a cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, confirmed o-ring was intact, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed.